Event description:
Stent could not be fully deployed within lesion in left common ilac artery and was withdrawn. During withdrawal part of the stent was further deployed, and three struts were deformed, which caused a dissection. This dissection was treated by an additional stent. There were no reported patient complications.